Manufacturer narrative:
Samples are collected in green top plasma tubes. Qc resulted within specification prior to and after the event. No flags were found in association with the erroneous results. Customer told cts (customer technical service) they had some passing calibrations and some failing calibrations obtained during troubleshooting of this event, but all calibrations were acceptable when repeated. Customer ran qc levels and some patient samples with no issues. Customer then performed another calibration which failed, but passed upon repeat. A field service engineer (fse) went on-site in 2009: fse performed a preventive maintenance (pm) major. Fse verified repair per established procedures and results met published performance specifications. Bci representative contacted the fse on 1/14/2009 to obtain additional data for this event. Fse stated that instrument was overdue for pm. Instrument had a mixer speed of approximately 2410 rpm which is significantly below the level of 2500 rpm that it should be at. Fse also stated the mixer belt was stretched. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low accutni results generated by the unicel dxc 600i synchron access clinical system for two patients. Customer tested a patient sample for accutni and obtained a result of 0ng/ml. Two other samples obtained from another patient also gave results of 0ng/ml. Upon repeat on a different instrument, these samples gave results of 0.06, 0.04 and 2 results of 0.05ng/ml. The erroneous results were reported outside of the laboratory. It is unknown if there was an affect to patient or user with regards to this event.